Manufacturer narrative:
No sample is available for the manufacturer to evaluate at the time of this report. Manufacturer will continue to monitor and trend related complaints.

Event description:
Alleged event: (B)(4) submitted the following complaint: it was reported that after a da vinci si single site cholecystectomy procedure was completed, the pt had to be brought back to the operating room due to bleeding. It was discovered that the clip used with the hemoloc clip applier instrument had opened. To address the bleeding, the surgeon performed a second surgery to repair the bleeding. No further info was provided.